Manufacturer narrative:
The device manufacture date is corrected to 8/2009 and the expiration date is corrected to 06/26/2010 (from 6/2009 and 6/26/2011 respectively) from the original report submission.

Manufacturer narrative:
Product analysis: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Valve- in-valve procedure performed. Valve remains implanted. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(4).

Event description:
Medtronic received information that the patient with this transcatheter pulmonary heart valve had an increased number of minor stent fractures (up to 10) with minor loss of stent integrity and side to side stent deformation. This was identified via fluoroscopy at their six mouth visit. The patient is asymptomatic. Medtronic received additional information that 40 months post implant, the patients showed a progression of the number of stent fractures. There was a mild change in stent shape and a mild increase in right ventricular outflow track by echocardiogram. The valve showed indications of narrowing. No treatment was given and the patient continued to be monitored. Patient presented to hospital 48 months post implant with recurrent exercise intolerance decline in stamina and energy level. Echocardiogram showed numerous progressive stent fractures with loss of stent integrity, including several stent elements demonstrating hypermobility. At 49 months post implant the patient underwent a successful valve-in-valve procedure with another transcatheter pulmonary heart valve. During the catheter re-intervention to place the second valve, the guidewire manipulation induced rapid monomorphic ventricular tachycardia (vt) with marked hypotension. Chest compressions, automatic external defibrillator countershock, and medications were given and the patient returned with prompt restoration of sinus rhythm and recovery of arterial blood pressure. Both valves remain implanted. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.